Event description:
Initially the customer's daughter called to report that the insulin pump alarmed after inserting a new battery. It was then stated that the customer was hospitalized for high blood glucose because the customer did not know how to clear the alarms and therefore was unable to treat the blood glucose with the insulin pump. The reported blood glucose reading was 282 mg/dl during the phone call. Troubleshooting was performed and the insulin pump programming was correct. It was also explained to the customer how to clear the alarms, and that the insulin pump was working fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.